Event description:
It was reported to tyco healthcare / kendall on july 26, 2006 that a customer had a problem with a gastrostomy tube. The customer stated that 3 weeks after they started to use the button, the cap and the tube was detached and the cap was left in the pt's stomach. They used an endoscope and could take the cap out safely.